Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 427 mg/dl, which was treated with a bolus delivery and manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed high pressure test. Customer also experienced no delivery and was able to resolve with a completed set change. Customer was advised to monitor insulin pump.